Manufacturer narrative:
Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026 surgery to place the new extensions and ipg, after infection was attempted. However, once an incision was made to access the lead site infection was found to still be active. The site was washed out with antibiotics and closed to allow more time to heal.